Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion dose was 50ml x 2 doses in the bag. After infusion, 30ml drug remained. No patient injury reported.

Manufacturer narrative:
Other, other text: h6 - updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device of the device history records could not be completed as no lot number was provided by the customer., corrected data: h6.